Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Welch allyn technical support during remote troubleshooting diagnosed that the loss of network connectivity was caused by the malfunction of a failed milan network switch. The customer was issued a new switch. The failed network switch was scrapped and not returned to welch allyn. Therefore, no further investigation can be conducted. Method: remote evaluation.

Event description:
Welch allyn technical support rep stated that the acuity centralized pt monitoring system lost network connectivity. This resulted in the loss of ability to centrally monitor pts. The customer did not provide any pt info.